Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017 with implant of an afx2 bifurcated stent graft, an afx vela suprarenal and two (2) ovation ix iliac limb extensions. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. The patient presented emergently on (B)(6) 2024 with a type iiib endoleak and was admitted to the hospital. Reintervention occurred on 03 july 2024 during which the surgeon re-lined the aaa with the implant of an afx2 bifurcated stent graft, vela suprarenal and ovation ix extender. This secondary procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Patient did well and was discharged.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak complaint is unconfirmed, and the additional endovascular complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was a suspected junctional separation and mechanical breakdown at the bifurcation with a noted "type iii endoleak". It is unclear if there was a type iiia or iiib endoleak, hence the endoleak will be coded as indeterminate. These findings were discovered during an examination of the discharge summary dated (B)(6) 2024. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged home on the fourth post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date - updated h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11.